Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others. In this case, it was reported that the valve dislodged during post-implant bav. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. A second valve was implanted successfully with no other adverse patient effects reported. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve dislodged in the annulus following balloon valvuloplasty (bav). A second valve was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.